Event description:
It was observed during the device inspection, that the colonovideoscope exhibited debris in the light guide lens, and the up-angle wire was broken and frayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the investigation results, there was physical damage at location where foreign material detected. It is possible that the user could not remove the material due to physical damage of the device. In addition, physical stress was applied to the wire during user handling, then the wire frayed, resulted in the event. The root cause of the event could not be determined. User may reduce/prevent the event by following IFU below. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.